Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical service visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reportedly experiencing a pdm error and a hypoglycemia incident which required a call to emergency medical services in (B)(6) 2026. During the low blood glucose (bg) episode, the controller sometimes rebooted automatically due to app errors, causing the connection to the libre sensor to be lost and alarms to be missed. Due to the sensor connection issue, the patient was unable to confirm their bg levels. The patient stated the controller was set to automated mode during the hypoglycemic episode and that the activity feature was not enabled. The patient¿s symptoms included dizziness, hunger, and being lightheaded. The patient could not provide the exact duration of the emergency services¿ visit but indicated they stayed until blood sugars were stabilized and vital signs were checked. The patient¿s low bg was treated with glucose gel, glucagon, provided by the ambulance personnel. They did not receive any prescriptions or go to the hospital.